Event description:
It was reported that the device stays on even when the surgeon takes his foot off.

Manufacturer narrative:
The following repair diagnostic codes were identified:footswitch unrepairable.the following service codes were identified: swapped unit.footswitch tier 4.this does confirm the alleged failure mode of footswitch stays on when foot is off.probable root cause: footswitch fatigues over time.footswitch defect.loose/disconnected cable.front board failure.system level errors.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device stays on even when the surgeon takes his foot off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.